Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2024, it was reported that the patient was feeling febrile the entire afternoon and nearly lost consciousness. The cgm reading was between 130 and 150 mg/dl and the bg reading was low. Due to the severe hypoglycaemia experienced the patient required third-party intervention and was treated with glucagon by the mother. At the time of the report the patient was recovered. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.